Event description:
During the index procedure, the physician used one pacific xtreme pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however it was reported that during post dilatation treatment, a dissection occurred. Dissection was treated with pta. Investigator assessed that the event was not related to the study device but definitely related to the study procedure. It is reported the event is resolved. One day post index procedure, it is reported that the patient experienced occlusion of the right sfa. The patient was treated with unknown pta and a non medtronic stent. Investigator reported that the event was definitely related to the study procedure but not related to the study device. It is reported that the event is resolved.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (dissection, revascularization). Evaluation, conclusions: inherent risk of procedure ¿ (dissection, revascularization). (B)(4).